Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material that was adhered to forceps elevator/ clotting protein at the bending section cover/ insertion section was dirty, occurred due to insufficient brushing that could not be performed by customer and, the device was not correctly reprocessed. However, the definitive root cause could not be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the events. Evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the events." Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the evis exera ii duodenovideoscope for their annual maintenance inspection. During the evolution of the device, the forceps elevator was found to have foreign material. The foreign substance was yellowish/brown in color, and it was unknown what the foreign material was. This report is to capture the reportable malfunction of a foreign substance found on the forceps elevator noted at estimation. There is no patient involvement.

Manufacturer narrative:
Additional issues were identified during the device evaluation: the distal sheath had clotting protein, the connecting tube, all switches, the forceps lever, and the light guide cover glass were dirty. Furthermore, the specified resolving power was not obtained due to damage on the charge-coupled device unit; nozzle was deformed; adhesive around the light guide lens was discolored; the plastic distal end cover was deformed; the adhesive on the distal sheath was detached; the connecting tube had a wrinkle; low angle; knob play; the image guide protector had a cut; the grip had discoloration; the forceps channel port had a dent; the universal cord had discoloration; the light guide cover glass had a dent; and scratches were found on multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.